Event description:
Hosp contact reported that the ceramic tip of the mitek electrode broke off the device during use. The surgeon was able to locate and retrieve the piece without impact to the pt. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.